Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying an ¿error 2¿ message with two different test strip lot numbers. Per the owner¿s booklet an ¿error 2¿ message could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged error message began to appear on the morning of (B)(6) 2013. The patient is on insulin pump therapy; however, it is not known if she made any changes to her usual diabetes management regimen due to the meter issue. The patient reported feeling shaky the day after the error appeared. During the call, the patient mentioned she had more food and/or drink since the error message began to appear; however, it is not clear if the patient had more food and/or drink in response to the symptom(s). The patient claimed that she spoke with her hcp on the morning of (B)(6) 2013 and was advised to call the meter manufacturer to get a replacement meter. The patient mentioned that on the afternoon of (B)(6) 2013 she tested on another device and obtained readings of ¿80 and 300 mg/dl¿. At the time of troubleshooting, the patient confirmed the subject meter did not display the error message when powered on manually. The cca confirmed the patient was using the correct testing technique; however, the error message continued to appear when she attempted to test with the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Test strip lot #: 3359857 for other reported test strip lot # patient obtaining error message with. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/9/2013 and 8/13/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.